Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f product are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one week and four days post a port placement, the catheter was allegedly damaged. It was further reported that there was allegedly a chemical leak which was discovered under imaging. Furthermore, the patient experienced swelling during injection. However, the patient did not underwent any medical intervention nor medications prescribed for the treatment of swelling. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f product are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A small split was noted in the center of the port septum. The port was patent to both infusion and aspiration and no leaks were observed during tests. Therefore, the investigation is confirmed for the identified septum split issue. However, the investigation is unconfirmed for the reported catheter damage and leak issue as no anomalies were noted throughout the attached catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2025), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one week and four days post a port placement, the catheter was allegedly damaged. It was further reported that there was allegedly a chemical leak which was discovered under imaging. Furthermore, the patient experienced swelling during injection. However, the patient did not underwent any medical intervention nor medications prescribed for the treatment of swelling. Reportedly, the catheter was removed. There was no reported patient injury.